Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger will not charge a battery) has been confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger/modem exhibited a flash memory failure at bga components u104 and u1003 on the c/a board. Additionally, j100 on the bedside board was damaged. The root cause for the damaged j100 was physical damage. The root cause for the flash memory failure could not be positively identified. Root cause analysis of similar bga failure events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the charger would not recognize a battery.